Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s nurse reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 368 mg/dl at the time of the incident and was treated with insulin pump. The customer stated that they recently had to change site more frequently but does not seem to be getting insulin. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer does not allege that the insulin pump was under delivering. The customer was not calling back to perform an high pressure test. The customer reported that they have a back-up plan available. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.